Manufacturer narrative:
Product analysis: it was determined at analysis that the programmer's analyzer was out-of-specification and failed a functional test. The analyzer was replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the analyzer which was returned with the programmer as an associated device subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.